Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir. The reservoir was partially returned only received an empty barrel and plunger; unable to verify leakage anomalies. The customer did not return stopper-plunger, o-rings and the transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin leaked in the insulin pump a couple of times. The customer's blood glucose was unknown at the time of incident. The reservoir will be returned for analysis.